Event description:
It was reported that this was venous closure of the right common femoral vein using a prostyle device using the pre-close technique via an 8f sheath hole prior to a pulsed field ablation (pfa) interventional procedure. Reportedly, with two prostyle devices, the suture did not grab the vessel although it did show a mark. The suture was stuck on the suture bearing when the device was removed from the vessel. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 16.8f, and the pfa procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is possible, that the sutures were in friable or sub cutaneous tissue as it was reported the entire suture came out. In this condition the suture will not release from the suture bearing as there is no counter force holding the suture in place. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.